Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument failed quality controls and gave random results was verified during service. The issue was resolved by calibrating the temperature, carrying out functional checks and performing the liquid test. Preventative maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use during daily checks, this act plus instrument failed quality controls and gave random results. The liquid clottrac controls were used and the measurement was attempted twice with the same failure. The instrument was replaced with a back-up. There was no patient involvement, so no adverse effect occurred.